Event description:
It was reported that during initial implant, high capture threshold and poor sensing was noted on the patient's leads. Both leads were not used, and a new one was implanted. The patient was stable.

Manufacturer narrative:
The reported events of inadequate capture and a sensing issue were not confirmed. As received, a complete lead was returned in for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies although x-ray noted the inner coil was over torqued at the connector region consistent with procedural damage.